Event description:
I had the essure procedure done on (B)(6) 2011 and have had very irregular and extremely heavy menstrual cycles. I've been suffering from severe abdominal pain and huge blood clots. My periods last anywhere from 11 to 15 days and I have to wear super plus tampon and an overnight maxi-pad. When I'm on my period I usually change my tampons and pads 6-7 times a day. I have bad headaches on a daily basis, I feel hot and angry throughout the day. I'm always tired and I've been gaining weight and my hair is thinning out.